Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis with dried blood and contrast in the inflation lumen and balloon. The shaft was kinked 27.5, 28, 29cm from the tip. Positive pressure was applied with an inflation device causing a stream of water to emit from a pinhole in the balloon located 20mm from the proximal side of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using an ipsilateral approach through the femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. The 5.0x60/135 sterling balloon catheter was selected for pre-dilation. The balloon catheter was advanced against slight resistance and unable to cross the target lesion. The device was removed and pre-dilatation with a 1.5mm sterling es was performed. The 5.0x60/135 sterling balloon catheter was then able to cross the lesion and inflation was performed to 10atms when the balloon ruptured. The device was removed from the patient intact. The procedure was completed with another manufacturers 5x80 balloon catheter. No patient complications were reported and the patient's status is good.